Event description:
Related manufacturer reference number: 2017865-2022-04526. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination of leads, it was noted that the left ventricular (lv) lead was not capturing and chest x-ray revealed lv lead dislodgement. Also, the right atrial (ra) lead had an increase in pacing lead impedance which was caused by fracture of the lead. The physician explanted and replaced lv and ra leads on (B)(6) 2022. The patient was in stable condition.